Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to artificial intelligence training/validation process. Problem traced to the process or dataset(s) used for training and/or validating artificial intelligence, including machine learning algorithms. Patient sample problem, problems that occurred due to endogenous or exogenous interferent in the sample, or unexpected variation in the target analyte/marker. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no adhesive (ke45) at forceps cover, and the objective lens and light guide lens had peeling on cement. There was no patient involvement.